Event description:
During hospitalization the patient experienced homonymous hemianopsia with a start date of 12/05 and it is continuing. The condition was not pre-existing and is not related to the device. No action/treatment was administered. The date of the carotid procedure was 2005. The event resulted in prolonged hospitalization. The outcome is improved condition. Patient's motor testing in the left upper extremity shows a trace of stable pronator drift and in the right upper extremity motor is 5/5. Neurological review indicates mental status is stable; however, still appears to be profoundly depressed at baseline. Cranial nerves ii through xii show a stable left homonymous hemianopsia and a mild left facial sensory loss, which is old. There are no gross cerebellar deficits. Patient experienced a new stroke. Which is on the opposite side of the carotid procedure. CT scan results are evidence of probable old infaract involving the right posterior parietal lobe, white matter changes, which are nonspecific and likely, related to moderate, age indetermine ischemic change. A possible old tiny lacunar infaract in the right basal ganglia and calcific atherosclerotic changes of the bilateral cavernous carotid arteries. No additional information was available.